Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that ivc filter detached, tilted, perforated and migrated entirely to heart. The device was removed percutaneously. It was further reported that the detached struts were migrated and retained in different pulmonary arterial branch. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Fluoroscopy with c-arm and x-rays indicated the filter was noted at the l2-l3 level to the right of midline. Approximately ten years post filter deployment, CT revealed the filter apex was tilted to the right sidewall and anteriorly. Filter was near the level of l3 vertebral body within the ivc and ivc filter struts perforates ivc as mentioned in the CT image 26 series 2 and coronal image 60. Approximately one year later, CT revealed linear metallic foreign body within hepatic segment likely representing a detached limb of the ivc filter lodged in a distal branch of the right hepatic vein and unchanged number of limbs of the infrarenal ivc filter, some of which extend beyond the margin of the ivc similar to the prior exam. Subsequently, one month later, CT heart indicated there was a metallic tine in the main pa/ rvot extending to the interventricular septum. The tine was extremely close to the proximal lad. Later, examinations revealed anteriorly tilted ivc filter with retained metal in the heart, 2 retained metal fragments in the branch of pulmonary arteries and one metal fragment in in the distal branch of the right hepatic vein. The filter was suspected to be embedded in the svc with migrated ivc filter tine embedded right ventricular outflow tract extending to the interventricular septum and close to the proximal lad. Eventually, filter retrieval attempt was made. This was reported as complex retrieval of fractured, embedded bard g2 ivc filter including retrieval of a single fractured ivc filter strut in the right inferior sub segmental pulmonary artery, two struts in the caval wall and 2 in the right hepatic vein. Ivc filter struts in the myocardium and anterior right pulmonary artery left in place as retrieval of struts felt to be unsafe/not possible. Attempts were unsuccessful using snare and sheath. Finally, filter was dissected and retracted into sheath and removed. After, the filter removal 2 pieces of wire left in lung and heart, but both are in deep locations, and even open-heart surgery cannot remove those wires. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, filter tilt and retrieval difficulties. However, the investigation is unconfirmed for filter migration as per the medical records the filter did not migrate to heart and was retrieved from the ivc. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt, perforation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2907 & 4001).

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Fluoroscopy with c-arm and x-rays indicated the filter was noted at the l2-l3 level to the right of midline. Approximately ten years post filter deployment, CT revealed the filter apex was tilted to the right sidewall and anteriorly. Filter was near the level of l3 vertebral body within the ivc and ivc filter struts perforates ivc as mentioned in the CT image 26 series 2 and coronal image 60. Approximately one year later, CT revealed linear metallic foreign body within hepatic segment likely representing a detached limb of the ivc filter lodged in a distal branch of the right hepatic vein and unchanged number of limbs of the infrarenal ivc filter, some of which extend beyond the margin of the ivc similar to the prior exam. Subsequently, one month later, CT heart indicated there was a metallic tine in the main pa/ rvot extending to the interventricular septum. The tine was extremely close to the proximal lad. Later, examinations revealed anteriorly tilted ivc filter with retained metal in the heart, 2 retained metal fragments in the branch of pulmonary arteries and one metal fragment in in the distal branch of the right hepatic vein. The filter was suspected to be embedded in the svc with migrated ivc filter tine embedded right ventricular outflow tract extending to the interventricular septum and close to the proximal lad. Eventually, filter retrieval attempt was made. This was reported as complex retrieval of fractured, embedded bard g2 ivc filter including retrieval of a single fractured ivc filter strut in the right inferior sub segmental pulmonary artery, two struts in the caval wall and 2 in the right hepatic vein. Ivc filter struts in the myocardium and anterior right pulmonary artery left in place as retrieval of struts felt to be unsafe/not possible. Attempts were unsuccessful using snare and sheath. Finally, filter was dissected and retracted into sheath and removed. After, the filter removal 2 pieces of wire left in lung and heart, but both are in deep locations, and even open-heart surgery cannot remove those wires. Therefore, the investigation is confirmed for perforation of the ivc, filter limb detachment, filter tilt and retrieval difficulties. However, the investigation is inconclusive for filter migration. Per medical records, multiple attempts were made to engage the apex of the filter using snare and forceps but were unsuccessful due to filter tilt, perforation and embedment. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Device: 2907 & 4001).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time, post filter deployment, it was alleged that ivc filter fractured, tilted, became embedded, perforated, migrated to the heart, hepatic vein and a strut migrated into a different pulmonary arterial branch. The device was removed percutaneously with complex procedure. The filter struts were not removed and there were no reported attempts made to retrieve the filter struts. It was further reported that the struts were retained in a pulmonary arterial branch. The current status of the patient is unknown.